Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated: h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The probable cause of poor video quality is related to the wear of the serial digital interface connector due to repeated prolonged use within the last five years from manufacture and delivery. In addition, excessive plugging and unplugging of the cable presumably contributed to the wear of the connector. As a result, the connection becomes poor and image defects occur. The instructions for use (IFU) states: do not apply excessive force to the video system center and / or other instruments connected. Otherwise, damage and / or malfunction can occur. Never apply excessive force to connectors. This could damage the connectors. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the poor video quality was confirmed. The flickering and intermittent image was due to a worn-out rear panel dx board sdi connector. Furthermore, the worn out video connector was causing poor connection. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii video system center video quality was snow and flickering during installation. There was no patient involvement, no harm or user injury reported due to the event.